Event description:
It was reported that the mega suturecut needle driver instrument wires were noted to be broken at the distal end during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were undamaged. No other damage was found.